Event description:
It was initially reported that the patient had a history of sleep apnea, it is unknown if it is related to vns. (B)(4) attempts for additional information have been unsuccessful to date.